Event description:
The customer reported to olympus, a b31(scope communication error) displayed on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation did not uncover any other issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a faulty cr board resulted in the connection error. Olympus will continue to monitor the field performance of this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus during diagnostic gastroscopy, a b31(scope communication error) displayed on the evis exera iii video system center. There was no reported delay, but the procedure was cancelled. No general anesthesia was administered. The procedure was completed at a later date. It was further reported that the device was inspected prior to the procedure, and no abnormalities reported. There were no reports of patient harm associated with this event.